Manufacturer narrative:
During the evaluation of the device at the manufacturer' service center, the remote alarm connector was found to be damaged. The device's interface board was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's remote alarm connector. The device was not in pt use.